Event description:
The technician reported the side rail will not latch. No pt injury reported.

Manufacturer narrative:
The technician found the cleaner being used by the account is a detergent base cleaner which gums up when it dries. The technician found puddled cleaner on top of the beds while at the account. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. When the side rail is latched, an audible click should be heard. Gently pull on the side rail to make sure it is latched properly. If latching is difficult, make sure that the latch is clean and inspect for obstructions. If wear is found, replace the latch components. The technician took apart the side rail and cleaned it with a degreaser. The technician will in-service the account on cleaning the side rails to resolve the issue. Based on this info, no further action is required.